Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value is unknown. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery. The customer did not have a battery available. Customer was advised to change the battery as soon as possible and a battery cap replacement would be sent.